Manufacturer narrative:
An fse was dispatched to the customer site. The fse completed the following remedial actions to ascertain the cause of the issue. They replaced the ise tubing, the pinch tubing, the mix motor and paddle and the sample probe. Calibration and qc testing were completed and all results were within specification. The fse stated that the mix motor paddle was difficult to manually turn and the paddle was bent. The other parts were changed as a preventative measure.

Event description:
On (B)(6) 2015 a customer in the(B)(6) reported to beckman coulter the generation of an erroneous high sodium patient result on their au640. The result was released outside the lab. There was no change to patient treatment. The customer repeated using a fresh sample with a lower result. The sample was collected in a lithium heparin 1ml sample tube. The sample was fresh and stored at room temperature. It was centrifuged at 3000rpm for 7 minutes.